Event description:
A customer contacted baxter's global technical service center to report a low drain volume (ldv) alarm on the homechoice (hc) machine during drain 1 of 4. The homepatient (hp) stated that there was air in patient line. The technical service representative (tsr) assisted in ending therapy and suggested calling the nurse. On (B)(6) 2010 product surveillance contacted the nurse regarding the alarm. The nurse stated that the patient discarded the supplies and started over with new ones. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, an error five was displayed in about two hours. The generator was turned off and the device was reset to the hand piece. When the device was activated at the system check, the blade was broken off. As the blade was broken off outside the patient's body, no pieces were left inside the patient. Unknown how case was completed. There were no adverse consequences to the patient. The doctor commented that he had not touched the blade at the system check.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.